Event description:
A surgeon reported a pt that had an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. Add'l info was requested on 3/6/2012 and 3/20/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).